Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) via the manufacturer representative regarding an event that occurred during a revision procedure on t9 left pedicle, which was compressing the spinal cord to excise the screw and internal fixation was performed to stabilize the paralysis symptom after the initial surgery. It was found on (B)(6) 2020 that the paralysis of the lower limbs has not recovered. There is no malfunction of product itself. There was health damage in the patient. The product was explanted. Product return is requested, and it will not be replaced with the medtronic product.